Event description:
The pt reported she has had 3 insulin infusion sets break at the luer lock connection in the past month. She stated, they are all out of the same box. The pt stated, she discovered the last incident yesterday because of an elevated blood glucose reading of 394 mg/dl with her normal range being below 150 mg/dl. She stated she then started inspecting the device and found the broken luer lock connection. The pt said, she had no symptoms of high blood glucose and corrected her blood glucose by changing her infusion set tubing and giving herself an insulin injection. The pt stated she was aware of the recall. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.